Event description:
The customer reported that the system was experiencing an intermittent problem where the image would go white. The problem occurred during the case with a patient on the table. The customer rebooted the system and completed the case. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep ordered a hv cable to install themselves.